Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after connecting a dexcom g7 sensor and completing a supply change, with the pump displaying a persistent high reading and a confirmatory fingerstick of 396 mg/dl; alerts for glucose above 300 mg/dl persisted for over 90 minutes, and troubleshooting included calibration and monitoring until glucose trended down. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of back-up therapy, with caregiver assistance provided out of kindness. Investigation included review of device performance in the field, user-reported data review, and troubleshooting and education with the user. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear despite sensor integration and supply change being temporally related. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.